Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the device showed error code: 200. The psu board was found to be defective and hence can be identified as the root cause for the error code displayed on the device. The device was diagnosed and repaired using spare parts. The device was tested and found to be working according to specifications. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8/7/2018 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 8/7/2018 and passed all functional testing before being returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). UDI:(B)(4).

Event description:
The equipment registered with serial number (B)(4) was sent to our service center for preventative maintenance. However during the rf leakage tests the device has presented the error 200 ref. 25. Tests were performed on both boards and confirmed that the error was on the psu board. The spare part were requested.